Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of air contamination was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The catheter had been trimmed near the strain relief sleeve and the catheter was fully connected to the connector assembly. Gross visual evaluation showed that the catheter appeared to be in good condition with little evidence of use, and little usage residue. No potential leakage source was identified during gross visual evaluation. The sample was patent to infusion with a dripping leak in the extension tubing emanating between the tubing and white luer connector sleeve. The extension tubing was then removed from the luer connector and a split in the extension tubing was found which was previously 5mm underneath the luer sleeve. Microscopic examination of the split showed that it was planar in form with sharp edges. Striation-like linear marks were seen within the split plane. The observed features were characteristic of sharp instrument damage and the location of damage was in a region outside exposure to the customer. The damage was then classified as manufacturing related. Reynosa evaluation: the complaint of ¿air was aspirated from the extension tube¿ is confirmed, according to the photo visual evaluation was revealed material damage (split) in the extension tube segment that appears to have been peeled possible contributing factors include sharp instrument damage. The cause of this condition is manufacturing related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that air contamination was confirmed in the catheter tube when blood was aspirated for checking the catheter patency after the catheter was implanted. It seemed the air was aspirated from the extension tube. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that air contamination was confirmed in the catheter tube when blood was aspirated for checking the catheter patency after the catheter was implanted. It seemed the air was aspirated from the extension tube. There was no reported patient injury.